Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Analysis identified high current drain on the device. The high current drain was traced to an anomalous capacitor.

Event description:
It was reported that premature battery depletion was observed. Device was explanted and replaced.